Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 01-aug-2025: the instrument was replaced with another instrument to solve the problem and finished the procedure. There was no patient injury as a result of the event. Refer to the following fields for updated information: a. Patient information d4. Model number: 470179-22. D4. Lot number: k10240402.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.